Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The IFU (instructions for use) states that "complications may occur anytime during or after the procedure" and can include the following. "Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU."

Event description:
It was reported that the filter was implanted for approximately 18 months, when patient presented at the emergency room complaining of pain. The filter had apparently migrated to the patient's heart and the device was surgically removed. No additional information is available.